Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment and the procedure was delayed. The procedure was completed using another system. Philips field service engineer (fse) inspected the system onsite and confirmed that the host pc did not start and also ippc is restarted periodically. The fse replaced the host pc and updated the software. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not power on. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the host pc not starting and the ippc (image processing computer) intermittently restarting. The fse replaced the host pc, upgraded the system software and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.